Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexg2283 showed no other similar product complaint(s) from these lot numbers.

Event description:
Facility contact reported that a patient had a PICC placed in (B)(6) 2013 for three days. The PICC was removed once treatment had concluded and the patient was sent home ok. In (B)(6) 2016, the patient came to the same hospital with shortness of breath. A CT was done which showed 3-4 cm of a metallic object embedded in the pulmonary artery. Nurse was unsure if this object was from the PICC line from three years ago or from a previous cvc catheter implanted and removed before the PICC. Contact stated that there are no plans to remove the object at this time as it would require open heart surgery.